Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported their back had been hurting for the last couple days and they hadn't had it hurt for quite some time. Patient said they were in an emergency room and had to turn their stimulation off, so they thought maybe they could come back and turn it back on and start right where they left off, but they had not been able to use it since yesterday. Agent asked, patient said the last time they were able to charge their implant had been about 5 or 6 months ago. Since then, the patient had not been able to use stimulation again. Patient tried to turn stimulation back on with their recharger but wouldn't come on. Agent reviewed potential over discharge with the patient. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. On 2024-dec-17 additional information was received. The rep reported the patient's ins is completely discharged and will need to be replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported attempts were made to get the ins out of overdischarge and it was unknown how many times the ins had been in overdischarge.